Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 4.00mm x 38mm stent delivery system was returned for analysis. Examination of the stent identified stent damage. Stent struts in the mid-region were lifted from the crimped stent position. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. An examination of the tip found no tip damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 27apr2021. It was reported that crossing difficulties were encountered. The 93% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 4.00 x 38 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed stent damage.